Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the arterial header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested but was not available.

Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by mfrcorrection: MFR site plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, coagulated blood was noted on both ends of the dialyzer between the screw flange and the potting surface. The returned sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. A potted fiber fragment measuring approximately 2.1 mm in length was identified on the cavity ID end at approximately 350 degrees when viewing the dialyzer with the dialysate ports situated at 0 degrees. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.